Manufacturer narrative:
Additional information was received that the first valve dislodged cephalically out of the annulus. The device was then snared and left implanted in the ascending aorta.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the annulus. Subsequently, a second transcatheter bioprosthetic was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.